Manufacturer narrative:
Updated fields: g3, g6, h2, h6 (investigation finding and conclusion codes), h11. The cusa clarity 36khz curved extended sheartip (c7417s) was discarded by the hospital and is therefore not available for return. Additionally, lot number information has not been provided; therefore, device history record (DHR) could not be reviewed. However, investigation was performed using pictures and additional information provided by the customer as follows: failure analysis - the pictures provided show the reported tip fracture at the distal end. Additional information received from the nurse indicates that they were accessing the surgical site through a "small metal access port". Based on this additional information from the nurse and all other available information, maximum activation in combination with an improper approach angle most likely still contributed to the fracture, however it is also likely that the tip contacted the small metal access port during activation. Root cause - based on this additional information from the nurse and all other available information, maximum fragmentation force in combination with an improper approach angle most likely still contributed to the fracture, however it is also likely that the tip contacted the small metal access port during activation. The cusa clarity IFU warns against this by stating "when the handpiece is powered on, contact of the tip with a hard surface (for example: a metal instrument, tray, staples, clips, instruments, and so on) may damage the tip of the handpiece." No relevant capas were found in the previous two year period, and no manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that the cusa clarity 36khz curved extended sheartip (c7417s) was used to fragment calcified tumor located t3-t4 behind the spinal cord. The approach was narrow so the tip was used at an 90 degree angle (45 degree angle is indicated in shear tip sales app informational video but they could not proceed that way because of the narrow surgical site). The cusa console setting was at 60-60-6, but the cusa did not have the desired fragmentation effect on the tumor and seemed to be overheating. The irrigation was increased to maximum setting to cool down the tip and increase the amplitude + suction to maximum level to have a higher fragmentation force. Subsequently, the cusa tip broke 1-2cm near the tip. No patient injury or surgical delay has been reported.

Manufacturer narrative:
The cusa clarity 36khz curved extended sheartip (c7417s) was discarded by the hospital and is therefore not available for return. Additionally, lot number information has not been provided; therefore, device history record (DHR) could not be reviewed. However, investigation using pictures provided by the customer was performed as follows: failure analysis - the pictures provided show the reported tip fracture at the distal end. This indicates that the root cause of the breakage was the inability to use the proper approach angle, in combination with the subsequent maximum fragmentation force used. Root cause - based on the report of the incident provided, the root cause of the breakage was the inability to use the proper approach angle, in combination with the subsequent maximum fragmentation force used. The cusa clarity tip IFU should be referenced to best prevent tip breakage such as this. No relevant capas were found in the previous two year period, and no other actions have been identified relating to this issue. No manufacturing, workmanship, or material deficiency was identified for correction as a result of this complaint investigation. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.